Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported air in the device cannot be established as the product is not available for analysis. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that when implanting an artificial urinary sphincter (aus) device, the pressure regulating balloon (prb) had an air bubble in the device. A new prb was opened and implanted in the patient. The procedure was completed successfully with no patient complications.